Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the cuff was slightly oversized for patient's urethra. The cuff was explanted and replaced. There were no further patient complications.